Manufacturer narrative:
Reference MFR report # 2916596-2016-00545 for the report of the exchange for suspected pump thrombosis. (B)(4). Approximate age of device: 19 days. The patient remains ongoing on vad support and no further issues have been reported. Review of the submitted log file found the pump operating at 9000rpm with power levels between 4.7 w and 7.8 w and estimated pump flows in the 4.1 - 10.2 lpm range. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016 and underwent a pump exchange for suspected pump thombus on (B)(6) 2016. It was reported that elevated pump powers and estimated pump flow values were observed. The patient's lactate dehydrogenase (ldh) levels elevated to 649 u/l. The patient was on intravenous heparin, aspirin 325 mg, persantine 75 mg three times daily and coumadin for an inr goal of 2.5 to 3.5. Pump thrombus was suspected, however, the patient was reportedly not a candidate for pump exchange or thrombolytic therapy. The patient received a loading dose of plavix which resolved the patient's elevated ldh levels and elevated pump power values. The patient was discharged home. No further information was provided.